Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the seam of the bag. The seal on the bag near the top, near the ring punch (used for hanging the bag), was not fully sealed, causing leaks. The leaks were discovered in the receiving room prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between december 12, 2023 - december 13, 2023 two (2) actual devices were received for evaluation. Visual inspection of the samples identified a bag weld seal defect (bags were not sealed). The reported condition was verified. The cause of seal issue could not be determined; however, a likely cause was due to variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.